Event description:
Patient was revised to address pain. Bursal fluid accumulation was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 09/29/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was also experiencing pain and swelling. There is no new information that would change the existing MDR decision. The complaint was updated on: 10/21/2015.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations.review of the device history records and/or a complaint database search was not possible for the screw as the product and lot code required was not provided. Medical records and x-rays were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).